Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was capped due to fracture and impedance greater than 3000. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. 02-jul-2025 additionally, there was no sensing or pacing. No adverse patient events were reported. Should additional information be received, this file will be updated. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.